Manufacturer narrative:
A field service engineer (fse) was dispatched and discovered wash probe #1 was leaking when performing wash prime.fse replaced wash probe #1 and verified proper operation. Customer ran qc with no errors, ran several patient samples with no error.no further action required by the fse. The probable cause of the event was wash probe failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported error 2231 bf overflow sensor 1 failure with their aia-900 analyzer.a field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results for hbalc. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.